Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 06.29.2018 it was reported to k2m, inc. That a surgery took place in which a rod broke during bending intra-operatively. Removing and replacing the broken rod cause significant delay in surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A portion of the product was returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number was not able to be identified in this case. A sample of the rod was subjected to metallurgical analysis and no relevant discrepancies were found. Investigation determined that the fracture propagated from a divot created by rod benders.

Event description:
On 06.29.2018 it was reported to k2m, inc. That a surgery took place in which a rod broke during bending intra-operatively. Removing and replacing the broken rod caused significant delay in surgery.